Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was observed cut in three portions. Both lens haptics were observed broken. The broken haptic pieces were not returned. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal¿ process. The reported issue as ¿blurry¿ could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a 27.0 diopter size pcb00 intraocular lens (iol), patient stated that she was upset because she could not see near and could not see good at distance. The lens was explanted and replaced with a 23.0 size diopter zkb00 iol. There was no incision enlargement or no vitrectomy performed. No other patient injury occurred. No further information was provided.